Event description:
This lead was implanted on (B)(6) 2009 and was deactivated on (B)(6) 2014 due to high pacing thresholds and noise. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).